Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a fall and noticed that they could not to increase stimulation, it "wont let me" and stimulation was off at 3.6v. During the call,stimulation was lowered to 1.5v and was able to turned it back on and patient could feel stimulation. Patient was redirected to their health care professional regarding the fall that they had. No further complications were noted or anticipated.